Event description:
It was reported, the tether of a universa soft ureteral stent set broke during a stent exchange removal procedure. The stent was placed two weeks prior to stent removal. The tether did not separate inside the patient. It was removed successfully without any damage to the patient and no additional procedures were required. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: device discarded. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. It was reported, the tether of a universa soft ureteral stent set broke during a stent exchange removal procedure. The stent was placed two weeks prior to stent removal. The tether did not separate inside the patient. It was removed successfully without any damage to the patient and no additional procedures were required. No section of the device remained inside the patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿precautions. Do not force components during removal or replacement. Individual variations of interaction between stents and the urinary system are unpredictable.¿ based on the information provided, no product returned, and the results of the investigation, a potential root cause for this event could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent